Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump didn't accept the battery. The customer¿s blood glucose level was unknown. Customer changed out multiple batteries. Customer stated that the insulin pump was restarted unexpectedly. Customer stated that the insulin pump received insulin pump error alarm and power loss. Customer was explained that this was normal when the insulin pump was put into storage mode. Customer stated that the insulin pump was not turning on, then turning on without a battery change 2 weeks later. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to verify pump error 23, verify unexpected battery power loss, perform displacement test, self test, and current measurements due to display anomaly.